Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s girlfriend stated the cgm alerted the patient for a low at 70 mg/dl and alerted again at 55 mg/dl. The patient¿s girlfriend gave the patient food, but he would not eat it and lost consciousness. Emergency medical services (ems) was called, the patient¿s bg per ems was 32 mg/dl. The patient was treated with fluids via intravenous (IV) therapy and glucose and he regained consciousness. His bg post-treatment was 116 mg/dl. The patient declined transportation to the hospital and at the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.